Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens was explanted due to the patient is being hyperoptic after the implantation. No further information was provided.

Manufacturer narrative:
Pt gender/sex: female. Implant date: if implanted; give date: (B)(6) 2015 initial additional reporter: (B)(6). Health professional: yes. Occupation: physician. The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection under 12x microscope magnification shows the lens identified as a tecnis multifocal acrylic one-piece lens. The lens is damaged and incomplete, most probably to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. The complaint could not be confirmed. The manufacturing records for the intraocular lens were reviewed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within power specification. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. Labeling review: directions for use (dfu) was reviewed. The dfu provides that the physician should consider the following points. The surgeon should target emmetropia, as this lens is designed for optimum visual performance when emmetropia is achieved. Care should be taken to achieve centration of the intraocular lens. The dfu contains a specific section on lens power calculations and contains precautions with respect to refraction measurements. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens. All pertinent information available to abbott medical optics has been submitted.